Event description:
A report was received from the USA stating that an 840 ventilator had an inoperable graphical user interface (gui) display. The ventilator was not in use on a pt at the time the malfunction occurred.

Manufacturer narrative:
The user facility replaced the graphical user interface (gui) printed circuit board (pcb). The covidien customer support engineer (cse) uploaded the operational software only and performed the device eval. The ventilator passed the extended self-test (est), short self-test (sst) and the performance verification test (pvt); the device operated within the mfg specs. (B)(4).